Event description:
It was reported by the nurse practitioner that high impedance was observed when the patient's generator was interrogated. Chest xrays were performed and the lead was observed to be fractured and in the a small bundle near the generator. Palpation of the chest found the lead wire to be felt in front of the generator. The generator was programmed off. It was noted by the nurse practitioner that the patient has possibly been twiddling her electrode wire. No known surgery has occurred to date. No additional relevant information has been received to date.